Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer detached the infusion set tubing from the cartridge tubing which resulted in air bubbles in the infusion set tubing. The customer primed the tubing to resolve the issue. Customer's blood glucose was 136 mg/dl. Reportedly, the customer was using apidra insulin within the cartridges. Tandem technical support advised the customer against using off label insulin with the pump.